Event description:
A pt presenting with ischemic cardiomyopathy, renal problems, low ejection fraction (<5%) and infected leads was admitted for a lead removal procedure. The physician attempted to remove a 4-5 year old guidant lead using a 16fr spectranetics laser sheath ii. After moving the laser sheath around the proximal coil, a precipitous drop in blood pressure was observed from atrial line monitoring. Surgical intervention was immediately attempted. Upon opening the chest, the thoracic surgeon identified a 2cm tear in the right atrial junction of the svc. After 4 hours of surgery and infusion of multiple liters of blood, the pt expired. Initially, there was difficulty contacting the physician (emails and phone calls were made on the 10th, 16th and 29th of october). Initial contact was made on october 31st. A follow-up call was made by the physician on november 12th, 2007 and the rest of the details of the procedure were discussed. Spectranetics will file an update to this MDR if any more info is acquired.